Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician informed the manufacturing representative that patient had an infection in the pocket where the interstim battery was. Physician gave the patient antibiotics but physician was scheduling a removal of all interstim products due to infection in the pocket. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.